Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('complication of essure removal : that they had migrated') in a 24-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included hernia, vaginal discharge, ectropion of cervix and uterine pain. Essure confirmation test(s) conducted on dated 2008, approx. (B)(6) 2008 results: total bilateral occlusion. On (B)(6) 2008 , the patient had essure inserted. On (B)(6) 2017, the patient experienced vaginal discharge ("vaginal discharge"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain ("pain"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), cardiomyopathy ("blood or heart disorder/condition type: cardiomyopathy"), dyspareunia ("dyspareunia (painful sexual intercourse)"), nausea ("nausea") and abdominal pain lower ("lower abdomen pain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy - laproscopic). Essure was removed on (B)(6) 2018. At the time of the report, the device dislocation, cardiomyopathy, nausea and abdominal pain lower outcome was unknown and the female sexual dysfunction, dyspareunia and vaginal discharge had resolved. The reporter considered abdominal pain lower, cardiomyopathy, device dislocation, dyspareunia, female sexual dysfunction, nausea, pelvic pain and vaginal discharge to be related to essure. The reporter commented: date(s) of insertion: (B)(6) 2008 , do not recall exact date approx. (B)(6) 2008 (as written per pfs, please note discrepancy). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 4-dec-2019: pfs received. Reporter's information's were added. Updated outcome of event abdominal pain from unknown to recovered/resolved. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.(B)(4).

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('complication of essure removal : that they had migrated') in a (B)(6) female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included hernia. On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2017, the patient experienced vaginal discharge ("vaginal discharge"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain ("pain"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), cardiomyopathy ("blood or heart disorder/condition type: cardiomyopathy"), dyspareunia ("dyspareunia (painful sexual intercourse)"), nausea ("nausea") and abdominal pain lower ("lower abdomen pain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy - laparoscopic). Essure was removed on (B)(6) 2018. At the time of the report, the device dislocation, cardiomyopathy, dyspareunia, nausea and abdominal pain lower outcome was unknown and the female sexual dysfunction and vaginal discharge had resolved. The reporter considered abdominal pain lower, cardiomyopathy, device dislocation, dyspareunia, female sexual dysfunction, nausea, pelvic pain and vaginal discharge to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 29-may-2019: pfs received events "apareunia (inability to have sexual intercourse), blood or heart disorder/condition type: cardiomyopathy, dyspareunia (painful sexual intercourse),pelvic pain, vaginal discharge, lower abdomen pain, migration of essure " were added. Patient, reporter and product information were added. Outcome of events " painful intercourse, abnormal amount of vaginal discharge" were updated as recovered. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformance's data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.